Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using ruby coils, a pod packing coil (packing coil), a non-penumbra microcatheter, and an injection of oldamin. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted two ruby coils into the target vessel using the microcatheter. While advancing the packing coil out of the distal length of the microcatheter, the packing coil stopped advancing. The physician attempted to retract the packing coil; however, the packing coil unraveled and unintentionally detached. Therefore, the microcatheter containing the detached packing coil was removed. The procedure was completed using two additional packing coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was inside the distal tip of the pusher assembly and the embolization coil had offset coil winds. If the packing coil is advanced against resistance, damage such as offset coil winds may occur. Additional resistance may be encountered due to the offset coil winds while retracting the packing coil, and if the packing coil is retracted against this resistance, the pusher assembly may elongate beyond the reach of the pull wire and resulting in the embolization coil detachment. Further evaluation revealed a kink near the proximal end of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.